Event description:
Follow up information received from the healthcare professional (hcp) reported that they advised the patient to turn stimulation down and go up slowly to avoid the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient is shocked by the device when they are turning stimulation up. The patient turns stimulation down at night, and when they are increasing it again the next day it will shock them if they turn it up too fast. If they do not go up slowly it will make their arms tingle.